Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information: rep advised staff to clean jaws periodically to avoid impingement of jaw mechanism. Rep also advised that it is acceptable to manually push open closing handle of device to assist in opening. Device was returned with large amount of dried tissue in jaws and in the open position. Cord has been cut, so full functional testing will not be possible.

Event description:
It was reported that the surgeon was performing a laparoscopic colon case. The device jaws would not open. Eventually jaws did open and another device was pulled, and case continued without incident. Surgery was delayed but the amount of time is unknown. Procedure was completed with a like device with no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # t9394x. Additional information received: when the jaws did not open: was the device on a vessel/artery when it would not open? Unknown. If yes, how was the device removed? (I.e. Cut off, forced opened) unknown. If cut off, did this cause a change in the plan of care for the patient? Unknown. Did the removal cause any damage to the vessel/artery? Unknown. If yes, what is the damage and how was the damage repaired? Unknown. Investigation summary: the device was received with the cable cut off and excessive dried body fluids at the jaw area. Due to the returned condition of the device, no functional testing could be performed with the generator. However, the device was mechanically tested and no anomalies were noted. No issues were noted with opening and closing of the jaws. It is possible that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. There were no anomalies noted with the functionality of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment a manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.